Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was verified and was ready for use. Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm3) for failure analysis investigation. The unit was analyzed and the error 23094 was confirmed and replicated. The unit was tested on an in-house system and triggered error 23118 on 0x1 (yaw). The unit was also tested on the pfpt and failed cva characterization on the yaw. Aba trouble shooting was performed. A gold yaw cva w/ ffc was installed, and the unit passed. The original was returned, and the unit failed. Upon further investigation there was no fluid intrusion or physical damage. Remote fe also errors 23094 & 2311 with a p1 value of 0x1, pointing to the yaw.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, user informed the technical support engineer (tse) that they encountered an error 23094. The user pressed the "recover fault", but the issue returned. The user was instructed to move the universal surgical manipulator (usm3) through its full range of motion and perform a hard reboot on the system afterward, but the problem persisted. The user stated that they would disable the usm3 and continue with the procedure with the remaining 3 usms. A procedure delay was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they disabled the arm during the procedure per guidance from the technical support engineer (tse). The procedure was completed using the remaining 3 arms. The user was unsure of the length of the delay, but they assumed that it was around 20 minutes.